Manufacturer narrative:
The investigation for the console (aic) controller failure alarm has been completed. Data logs were reviewed which showed ¿controller error (opm comm crc invalid) [optical pump connected] ¿ alarm¿ event # 1045, which resolved automatically in 2 minutes. This confirms the reported failure mode. Real time logs confirmed that all signals received from the optical bench (snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The aic was returned for evaluation. After evaluation, the root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.

Manufacturer narrative:
The automated impella controller was received from the customer. Upon completion of the investigation a supplemental MDR will be filed.

Event description:
The complainant had a impella cp being placed to support a patient admitted in for high risk surgery. It was reported that an alarm to replace the automated impella controller was issued immediately after the pump was turned on. The controller was replaced and no patient harm reported.